Manufacturer narrative:
No service was requested. The user facility performed testing themselves. No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause of the reported high airway pressure has not been determined.

Event description:
It was reported that the ventilator generated an alarm for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).